Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod4 coils. During the procedure, while deploying a pod4 coil into the target vessel using another manufacturer's microcatheter, the pod4 coil pusher assembly broke and the coil unintentionally detached. The physician removed the microcatheter from the patient and used a syringe to remove the remainder of the coil from the introducer sheath. The procedure was completed using two new ruby coils and a new microcatheter. There was no report of an adverse effect to the patient.